Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that a knob sheared off the alignment frame during impaction of an acetabular cup.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. A lateral alignment frame was returned for evaluation. As returned, the threaded shaft of the thumb screw is fractured and missing. The o-ring is also missing, however it is unknown if the o-ring was used or not . Material hardness is conforming to print specifications. The device was manufactured in (B)(4) 2010 therefore it has a potential field age of six years the device shows wear & tear that indicates successful use in the field. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It is likely that the fracture is due to normal wear during the instrument's field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.